Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient had experienced increased pain as well as a bruise and a rash at the pocket site. The patient had not fallen or had any trauma that would explain the bruising. The pump was interrogated and it was working well. The reservoir reflected 10cc and 10cc was withdrawn. A catheter access port dye study was attempted but they were unable to aspirate from the catheter access port. It was reported the issue was not resolved at the time of the report. The patient was scheduled for a catheter revision on (B)(6) 2017. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.